Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the reload was unable to be loaded onto the adapter. It was observed that a portion of a reload had broken off deep inside the adaptor and that prevented any other reload from being loaded. There was no patient injury.